Event description:
Reportedly, pt expired approx after an implant duration of 0.43 month, due to unknown reasons. Unknown if pt death is device related. Unknown if device was explanted. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.